Event description:
The following has been reported: biomed reported: device stopping infusing critical med and flashing redlight "service needed". An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per the preliminary assessment, this issue was unable to be reviewed due to no log files. Customer cleaned the av pins and was able to perform a test infusion with no signs of error. The pump was then returned to customer use. If this issue persists, this complaint maybe re-opened or a new complaint opened to further investigation the issue by performing a sample evaluation.

Manufacturer narrative:
Corrected section d to match gudid.